Event description:
Information received from the field notes that the patient complained of shortness of breath. A holter monitor showed pacer inhibition reverting to the patient's intrinsic rate of 46 bpm. A surface ECG showed no noise that might inhibit the device. An iegm showed a 10 mv artifact that the device sensed resulting in a prolonged interval. The device was programmed to voor and the base rate was increased from 60 ppm to 70 ppm.